Event description:
The concerned explanted device was received in (B)(6) on (B)(6) 2014. The reason for explantation is still unknown at this time.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.